Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a complete seal cycle was performed but bleeding occurred when the jaws were opened. There was no patient injury.